Event description:
Customer reported to beckman coulter, inc. (Bec) that the cap piercer blade washer was leaking inside the unicel dxc 800 synchron system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found part of a wick of the cap piercer was jammed down into the wash chamber causing the wash chamber to overflow. The fse removed the wick and cleaned the cap piercer.

Manufacturer narrative:
Evaluation codes - results code - (other): cap piercer. (B)(4).